Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient fell in (B)(6) 2017. The hcp replaced the ins in (B)(6) 2017 due to the damage from the fall. Patient reported their pain at the ins site was still severe since (B)(6) 2017. Patient reported the swelling was coming from behind the ins. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient fell, and the cause of the fall was they had a major seizure and fell and hit the cement. Patient stated as time went on after the fall the pain got worse and had a CT scan done. The doctor noted the discs were not more swollen they used to be. Patient stated all the swelling was coming from behind the ins. Patient had pain at ins since (B)(6) 2017 behind the battery. Patient stated the pain ws so bad that they were given pain killers and muscle relaxants. Patient stated the pain was different than before they replaced the ins in (B)(6) 2017. Patient stated before the replacement it was more of an ache after the replacement it was painful. Patient thought there was scar tissue built up at the ins site. There were no further complications reported.